Event description:
The laryngoscope blades peeled, flaked, and the bond separated. This was discovered when the laryngoscopes were sterilized prior to use on a patient. The product defects were discovered and never put into use. No patients were affected. Model numbers: 19916100,199144,199145,199146. " UDI number: (B)(4)". Reference reports: mw5155274, mw5155275, mw5155277, mw5155278, mw5155279.